Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray terminals were evaluated and cleaned. The ups was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The fe reported that the system displayed an intermittent kv regulation failure message and the system would shut down. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.